Event description:
It was reported that images on the 9600 system can not be saved/recalled from hard drive. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified software incompatibility problem. Reinstalled system software version 18.1 and reset configuration. The system was tested and found to be working as intended, and placed back into service.